Event description:
It was reported that the customer's insulin pump had a crack near the screen. Her blood glucose level was 158 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.